Manufacturer narrative:
(B)(4). Physio-control evaluated the device and verified the reported failure. Physio observed that an internal flex cable assembly which connects the biphasic, therapy and system pcb assemblies was loose. Physio reconnected the cable and observed proper device operation through functional and performance testing. The device was then returned to the customer for use.

Event description:
The customer reported to a physio-control service representative that their device was displaying its service indicator. Upon evaluation of the device, it was observed that the device would not deliver defibrillation therapy. This was observed during testing and there was no patient use associated.